Event description:
A female presented to increasing fatigue and nyha class IV symptoms. In the ER, she had mild chf and short runs of a-fib vs svt. Cardiac enzymes were positive. She was taken to the cath lab and found to have in-stent restenosis of the lad that was previously intervened on in 2008. Two stents were placed in the proximal and mid lad. She tolerated the procedure well. Approximately 6 hours after the procedure, she developed worsening chf and more runs of a-fib. Dose: 2.75mm x 28mm, 3.0mm x 12mm. Route: intracardiac. Dates of use: 2008. Diagnosis: cad-instent restenosis, cad-instent restenosis.